Event description:
Consumer complaint of low blood results. Caller normally is around 100-120 mg/dl two hours after a meal. Performed blood test, result was 74 mg/dl. Customer states all results were fasting. Last 5 results to memory were 74 mg/dl, 73 mg/dl, 77 mg/dl, 72 mg/dl, and 73 mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (72) and the normal result (120) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). No defect found with returned product. Most likely underlying root cause of malfunction: user had an inaccurate reference, user reused test strip, user's test strip had poor fill.